Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a power on reset (por) on their programmer and the ins battery was charged to 3/4 the night before. It was noted that the patient had a CT scan 2 weeks ago but the por was noticed on the day of the report. The patient hit the up arrow on the programmer and it cleared the por; the physician programmer also showed a por. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.